Event description:
It was repored that the device was explanted due to high impedance and threshold values, and sensing degradation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported high impedance measurement anomaly was confirmed after review of the ventricular pli trend. The pli measurements during testing were normal at all times. No anomaly was found. Although the cause of the field event could not be conclusively determined, it is believed that the cause may likely be due to a lead-to-device connection issue.